Event description:
The stryker loaner core impaction drill was sent in for repair because it was leaking oil during the surgical removal of a wisdom tooth. No oil went into the surgical site, no adverse consequence was reported. The procedure was completed with another device.

Manufacturer narrative:
During failure analysis leaking could not be confirmed. However, the device overheated during testing. According to the analysis notes, there was insufficient lube in the bearings on the rotor assembly and driveshaft assembly; debris and corrosion was noted inside the spindle housing. The cause of the leaking cannot be determined since it could not be confirmed. But insufficient lube and the presence of debris and corrosion can cause increased friction between the moving parts resulting in the overheating noted during testing. The damaged parts were replaced and the device was returned to loaner circulation.